Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the blood glucose was low. The customer¿s blood glucose was 47 mg/dl at the time of incident. The customer reported that the insulin pump may have over-delivered. The customer reported that she woke up and her blood glucose was 244 mg/dl so she gave a correction. The blood glucose went down to 110 mg/dl. The insulin pump will not be returned for analysis.